Event description:
The customer reported via phone call that there was a beep anomaly on the insulin pump. Customer stated the insulin pump was making a high pitched sound at different times of the day. The customer stated the insulin pump was working as designed. The customer's blood glucose was unknown. Customer declined to troubleshoot and requested to have the insulin pump replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no audio anomaly was noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.